Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation and the lot number is unknown. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. The IFU currently addresses potential risks associated with surgically implantable materials which states the following: precautions ¿ based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for a synthetic mesh procedure. Additional consideration should be given to the use of alyte® y-mesh graft in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. ¿ accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. ¿ postoperative bleeding may occur in some patients and must be controlled prior to patient release. ¿ sutures should not be placed in the mesh edge. Sutures should be placed a minimum of 1cm from any mesh edge. ¿ inadequate suturing of the graft material to the pelvic tissues may lead to failure of the repair, additional complications and recurrence of prolapse. ¿ check the integrity of the packaging before use. Do not use the mesh if the packaging is opened or damaged. ¿ as for any implantable material, it is recommended to open the package at the time of implantation. ¿ the alyte® y-mesh graft is intended as a single-use device. Do not re-sterilize any portion of the alyte® y-mesh graft. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse events complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: ¿ postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. ¿ urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. ¿ perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. ¿ irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. ¿ extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. ¿ inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. ¿ urinary incontinence (stress and urge). 2120, 2475, 1930="l" 2123, 2558, 1815, 2467="nl" correction: a1, d1, d2, d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received on (B)(6) 2021, the patient has experienced recurrent and acute urinary tract infection, vaginal discharge, bladder infection, microscopic hematuria, chronic pelvic pain, pelvic pressure, feeling of something coming down, dyspareunia, vulvodynia, dysphasia, severe tenderness, pain on palpitation of the bladder, increased frequency of urination, urgent desire to urinate, dysuria, worsening suprapubic pain, abdominal pain, dyspnea, uterine prolapse, burning sensation during urination, chronic interstitial cystitis, depression, difficulty in sleeping, fatigue, adjustment disorder with anxiety and required additional surgical and non-surgical interventions.

Manufacturer narrative:
1994,1816="l" 2348,2371,2275,1871,2684,1685,1800,2361,2517,1849, 2328,2564, 2519,2119,1932,3274="nl" .h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on (B)(6) 2022, the patient has experienced urinary tract infections, discomfort, chronic pain, urine retention, urination frequency, inflammation, incontinence, back pain, chronic constipation, cystocele, obesity, pelvic trauma, rectocele, chronic vaginal, bladder infection, recurrent vaginal pain, uterine prolapse, wound healing problems and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined. Sample not received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.